Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired , but the clip did not release. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the initial contact. Damaged antibackup the analysis results for the el5ml instrument confirmed that it was non-functional. The instrument was cycled and it fired 1 double feed clips, this condition was noted during the first firing of the device, during this firing it was also noted that the anti-backup mechanism did not function as intended. The double feed clips were manually removed and the device fired the remaining 10 clips as intended. Upon disassembly the ratchet pawl was found to be worn out causing the anti-backup failure. No conclusion could reached as to what have cause the double feed issue. A batch record review was performed and no anomalies were found during the manufacturing process.